Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a system verification, and the universal surgical manipulator (usm1) was working as it should. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the surgeon's hand controller to universal surgical manipulator (usm1) was not moving as expected. No troubleshooting was completed since the surgeon was not willing to reseat the endoscope or instruments at that time. The procedure was completed as planned with no reported injury.